Event description:
Paramedics administered pacing therapy to a pt enroute to the hospital. During transfer from the ambulance gurney to the hospital gurney, allegedly the unit momentarily stopped pacing then restarted at a much higher current setting. Reportedly the pacer was originally set to 70ma and a rate of 70bpm. When the unit spontaneously regained operation, the pt experienced discomfort and the pacemaker allegedly displayed a current setting of 250ma and rate of 70pbm. Power to the unit was then cycled and the unit returned to normal operation. A hospital pacemaker was then used to continue therapy to the pt.